Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use. During troubleshooting of the device with customer service it was found the AED's asi was blank and the AED would not power on.